Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 27-dec-2018 with the following findings: the audio bolus button was inoperable due to the slug missing. The battery compartment was cracked below and above the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the audio bolus button was inoperable, and the battery compartment was cracked. This report is made based on results of investigation completed on 27-dec-2018.